Event description:
Customer reported that when weight is removed from the sensor pad, there is no tone from the alarm. The customer did not provide a date when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation but has not been received. Note: instructions for use state: to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).